Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reoccurred.